Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("essure removed") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and acne ("pimples"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal and acne outcome was unknown. The reporter considered acne and medical device removal to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.